Event description:
Tech alleged that the ground is out of range on the bed.

Manufacturer narrative:
The tech found the ground pin on the power cord plug is loose. The tech replaced the power cord plug to resolve the issue.